Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 and ovation ix abdominal aortic aneurysm stents. Approximately four (4) months post initial procedure, a type iiib (persistent) endoleak was diagnosed, which the physician previously resolved by implanting an iliac limb ovation ix device on the patient's left side during initial implant. The physician elected to further treat the patient by implanting two (2) additional limb afx devices on (B)(6) 2018. There have been no additional patient sequelae reported.